Event description:
This console was never used on a patient. During the console check out procedure the console would not start because the power supply was incompatible with user's electrical system. The power supply was replaced. This problem had already been investigated and no further investigation is required.